Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a left side pocket erosion. The pacemaker, atrial lead, and right ventricular lead were exposed out of pocket. Infection was suspected but not confirmed. The pacemaker and leads were removed successfully. The patient was noted to be in stable condition throughout the procedure.